Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately ten (10) days. Per further follow up with the healthcare provider, the patient had endocarditis and developed a fistula in the aorto-mitral curtain. Surgeon emphasized that the explant was not related with the valve prosthesis, as it was procedural related. The explanted device was replaced with another edwards aortic bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.